Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the iabp has been tested by their biomed and has been cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had "no zero" on the a-line waveform. An arterial waveform was present but the iabp would not zero. The customer flushed the central lumen, turned the stopcock but then a waveform was no longer present after returning the stopcock to normal. They replaced the transducer system and replaced the pressure cable without resolve. The transducer was then connected to a separate iabp and a waveform was present and they were able to zero the transducer. The pump will be sent to their clinical engineering department for evaluation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had "no zero" on the a-line waveform. An arterial waveform was present but the iabp would not zero. The customer flushed the central lumen, turned the stopcock but then a waveform was no longer present after returning the stopcock to normal. They replaced the transducer system and replaced the pressure cable without resolve. The transducer was then connected to a separate iabp and a waveform was present and they were able to zero the transducer. The pump will be sent to their clinical engineering department for evaluation. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had "no zero" on the a-line waveform. An arterial waveform was present but the iabp would not zero. The customer flushed the central lumen, turned the stopcock but then a waveform was no longer present after returning the stopcock to normal. They replaced the transducer system and replaced the pressure cable without resolve. The transducer was then connected to a separate iabp and a waveform was present and they were able to zero the transducer. The pump will be sent to their clinical engineering department for evaluation. No patient harm, serious injury or adverse event was reported.